Manufacturer narrative:
Device analysis: the returned product consisted of a watchman truseal access system (truseal) without the dilator and blood in the device. The tip, sheath and hub were microscopically, tactilely, and visually inspected. There were kinks in the sheath 14cm, 24cm, and 26cm proximal of the tip. There was damage to the tip as it was folded outwards on the sheath. Inspection of the remainder of the device revealed no other damage or defects.

Event description:
It was reported that a perforation and a pericardial effusion occured. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) was selected for use. While the closure device was prepared, the positioning of the access system was lost while it was inside the laa of the patient. It was observed to be in a different position. The patient was noted to have a perforation and a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. Following this treatment the effusion resolved, but the patient was still brought to surgery to close the perforation. During surgery the perforation was fixed and the laa of the patient was closed. The patient is doing fine and is stable in the intensive care unit.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) was selected for use. While the closure device was prepared, the positioning of the access system was lost while it was inside the laa of the patient. It was observed to be in a different position. The patient was noted to have a perforation and a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. Following this treatment the effusion resolved, but the patient was still brought to surgery to close the perforation. During surgery the perforation was fixed and the laa of the patient was closed. The patient is doing fine and is stable in the intensive care unit.